Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of low erroneous results for 1 patient sample tested for elecsys tsh assay (tsh) on a cobas 8000 e 602 module. The initial tsh result was 0.073 uui/ml. The sample was repeated on the same day with a result of 0.064 uui/ml. This result was reported outside laboratory. The sample was then repeated on (B)(4) 2017 a total of three times with the following tsh results of 5.480 uui/ml, 5.870 uui/ml, and 6.210 uui/ml. The tsh result of 6.210 uui/ml was reported outside of the laboratory. There was no allegation of an adverse event. The tsh reagent lot number and expiration date was requested but not provided.

Manufacturer narrative:
The tsh reagent lot was 245088 with an expiration date that was not provided. Calibration and qc results were acceptable. The customer was using rack adapters. On the day of event the analyzer had multiple alarms. The alarms indicated that there might have been an insufficient amount of procell or cleancell available or that a sample aspiration error occurred. Therefore either a sample specific issue occurred caused by improper pre-analytical handling or an insufficient amount of procell solution was pipetted leading to the low patient result.

Manufacturer narrative:
Further investigation concluded that a general reagent issue can most likely be excluded. A specific root cause could not be determined based on the provided information. Possible root causes include issues with sample quality or insufficient maintenance of the analyzer.